Event description:
The user facility reported the door panel came off, fell on a student's head, and rolled down the student's arm. The student was evaluated by a supervisor and hospital record keeper. Her blood pressure and pulse were checked. No further treatment was administered. She returned to work, and completed her shift. No procedures were delayed or cancelled. No property damage occurred.

Manufacturer narrative:
The customer attributed this to user error, and requested a steris field service technician reattach the door panel. A steris service technician inspected the equipment, found that the door panel and hardware had been removed, and then the panel was reinstalled without hardware. The panel is held in place by magnets and screws. The screws were found nearby. The loose door panel is attributable to improper reattachment of the panel after a preventative maintenance event. The sterilizer door panel was properly attached by a steris service technician. The sterilizer was tested, found to be operational and returned to service. The customer is aware of the issue, and has been apprised of proper maintenance procedures.